Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Upon examination of the returned device, the valve was found to be crimped with one strut bent outward at the inflow side. Notably, the bent strut self-corrected upon expansion. The valve leaflets appeared dehydrated and torn, which was attributed to prolonged crimping. Due to the nature of the complaint, no functional or dimensional testing was performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of frame damage was confirmed based on imagery provided and returned device for evaluation. The presence of a manufacturing non-conformance was unable to be determined. However, DHR and lot history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "it was noted an abnormal movement of the valve, it was observed as the valve got stuck in the calcification of the descending aorta and the catheter was bent almost ninety degrees. After this abnormal movement, the valve was checked and it was observed that one of the struts was bent". As per information provided, calcification was present in the descending aorta. The presence of calcification can make the pathway challenging as the delivery system with crimped valve tracks through the anatomy. It is likely that the frame interacted with calcification during the advancement of the delivery system through the patient anatomy and resulted in the bent strut, per imagery provided. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in italy, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via the transfemoral approach, abnormal valve movement was observed as the delivery system exited the tip of the esheath. The valve appeared to become lodged in calcification within the descending aorta, causing the catheter to bend nearly 90 degrees. Upon inspection, one of the valve struts was found to be bent. As the valve was deemed unsuitable for implantation, the decision was made to remove the system. The delivery system was reintroduced into the esheath, and all components were removed as a single unit. The patient did not sustain any injury as a result of the event, and a second valve was successfully implanted. The patient was reported to be in stable condition following the procedure. Based on the available information, the perceived root cause of the event was significant calcification in the descending aorta, which may have obstructed the valve, resulting in entrapment, catheter kinking, and subsequent valve damage. Examination of the valve found that one strut was bent outwards at the inflow side.